Event description:
It was reported via clinical study that the 66 yo female patient experienced a scapular fracture. The coracoid fracture occurred intra-op, during the case at the site of the tracker fixation. The patient was treated with suturing in place. The patient¿s outcome was last known as resolved on (B)(6) 2023.

Manufacturer narrative:
D10. Concomitants: humeral stem or stemless 3006001, humeral head 3106241, glenoid 3142422.